Event description:
Customer states that the product was squirting out of the bag at the area where the dark blue plastic attached to the tubing when filling a prescription in the lab.

Manufacturer narrative:
One (1) used administration set and an outer bag with lot number listed above were returned to (B)(6) for evaluation. Investigation found a hole in the pump segment next to the tubing guide. Complaint is confirmed.